Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent a revision surgery for removal of the defective, infected meshoma, incision and drainage of abdominal wall; repair of multi-recurrent incarcerated incisional hernias with extensive scarring; lysis of adhesion and repair of small bowel lesions and obstruction"; however, medical records are not available at this time. Recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2016: the patient underwent a revision surgery for removal of the defective, infected meshoma, incision and drainage of abdominal wall; repair of multi-recurrent incarcerated incisional hernias with extensive scarring; lysis of adhesion and repair of small bowel lesions and obstruction. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".